Manufacturer narrative:
Given the nature of the alleged incident, the device was not returned for evaluation; therefore, a device analysis could not be performed. The clinical/medical investigation concluded that, based on the limited information provided, the definitive clinical root cause of the reported fracture could not be determined. Although a procedural variance could not be ruled out as a contributing factor. The non-implantable 4.0mm long ao pilot drill bit is comprised. The drills are manufactured and intended as externally communicating devices and are not approved for long-term internal tissue exposure and long-term implantation data is not available. However, it was reported the drill bit was retained in the patient¿s bone, therefore, the potential for micro-motion and/or migration is unlikely. Also, not able to conclude how the procedure was completed to fix the nail in these distal screws with the drill bit within the screw holes. Although, we cannot make conclusions on the impact of the retained non-implantable foreign body to the patient. It was reported the surgery was completed with a non-significant delay and the patient is in a stable condition. Therefore, no further clinical/medical assessment is warranted at this time. Should any additional medical information be provided, this case would be re-assessed. Device batch number was not provided, thus, an evaluation of the manufacturing records could not be performed. A review of complaint history of the previous 12 months revealed similar events for the listed device, this failure mode will be monitored for future complaints for any necessary corrective actions. A review of instructions for use for care, maintenance, cleaning, and sterilization of smith & nephew orthopedics devices for single-use devices revealed that as the devices are sold both nonsterile and sterile and often removed from their original packaging to be placed in a containment device they should be cleaned and/or inspected prior to sterilization. The device should not be reprocessed or reused if comes in contact with blood, tissue or bodily fluids. Reuse may increase risk of breakage, failure, patient infection, patient injury and revision surgery. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no reason to suspect that the product failed to meet any specifications at the time of manufacture. This is a single use device, surgical technique or damage from misuse are likely potential factors that could contribute to the reported event. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, at the time of drilling the femur during a femur fracture reduction surgery with an intertan nail, a 4.0mm long ao pilot drill collided with the nail and broke inside the patient's bone. It was not possible to remove the part of the drill bit that broke inside the patient. The procedure was resumed, after a non-significant delay. Patient current health is stable.